Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the pusher was broken and the release wire was retracted. (B)(4).

Event description:
Coiling treatment of an aneurysm. It was reported the coil was deployed. While performing coil detachment, the pushwire stuck inside an instant detacher. The physician withdrew the pushwire and the coil detached with part of the coil was outside of the aneurysm. The patient was placed on plavix and no complications were reported as a result of the event.